Event description:
The reporter indicated the tech was performing follow-up tesing/pacing threshold test. When capture loss was noted, she pushed the program display button to end the test, but the test would not stop. She then pushed program display repeatedly, but the test would not end until it finished the last variable (o.3). The pt became asystolic for 15 to 18 seconds and had convulsions. At the end of the test, parameters were restored and the pt was apparently ok.